Event description:
A report has been received from a physician concerning a male pt (j-e.l, height: 181cm) who was enrolled in an observational survey, which describe the techniques used in the treatment of gas leaking in thoracic surgery: partial pulmonary exeresis (lobectomy, bilobectomy, wedge resection, lung volumetric reduction surgery) and decortication surgery. The pt had a medical history of bacillosis in 1937, pulmonary adenocarcinoma operated in 1983 (right superior lobectomy), ent carcinoma operated in 2000 (with radiotherapy), prostatic adenocarcinoma (treated by chemotherapy and radiotherapy), right inferior lung adenocarcinoma in 2006, sternotomy, cardiovascular disease, pleural effusion, and important chronic obstructive pulmonary disease. The pt was a smoker. Concomitant meds included chemotherapy and radiotherapy. In 2006, functional respiratory exploration (pre-operative work-up) revealed fev1 at 1.68%. On that day, the pt underwent a left inferior lobectomy and decortication surgery (as indication of lung cancer). The intervention lasted 124 mins. The surgical technique with the parenchyma was mechanical suture with fasteners and peeling. Post-operative ventilation was spontaneous and a significant air leak was observed which required a treatment combination: suture with fasteners and coseal application. The volume of coseal used w as 4 ml. The tests showed an incomplete stop of gas leak. Pleural drainage/siphon drainage was done (2 times). One day later, air leak reappeared. Next day, the pt experienced right and left pneumopathy resulting in an acute distress respiratory syndrome. He was further re-incubated for 8 days. Finally, the pt developed a pneumothorax leading to death 13 days later. The reporter considered the event as not related to coseal.

Manufacturer narrative:
This is an off-label use of coseal. This pt had a long history of infectious and malignant pulmonary diseases(bacillosis, recurrent adenocarcinoma), sequelae of repeated surgeries, and a considerable impairment of his lung function, as aggravating factors. Although the sealing test after coseal application showed a persistent leak, no additional measures (such as a second application, or additional sutures) other than the placement of drainages are mentioned. The reoccurence of the aerial leak is mentioned on the first pod, and the pt developed an acute respiratory distress syndrome requiring intubation and ventilation. He died as a result of a pneumothorax 14 days later. In this case the reoccurence of the aerial leak cannot be interpreted as a lack of efficacy, since the intraoperative sealing of the leak was not satisfactory. In the coseal IFU, in the application section following, clear guidance is provided: "6. If the treated site fails to seal, blot the surface dry. Reclamping the vessel may be required to dry the field for reapplication of coseal. Reapply sealant. Do not disturb the sealant. If the sealant does not seal, flush the site with saline, aspirate and use standard treatment." Based on the detailed narrative the product has not been applied according to the IFU guidance. We agree with the reporter, that the death is not intrinsically related to the presence of coseal. Nevertheless, the inconsequent applicaiton resulted in a persistent leak that may have contributed to the aggravation of a seriously deteriorated health status and an already severly impaired pulmonary function. Retraining with emphasis on this aspect of the product application is recommended.